Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical abnormalities were noted. The physician will monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two sections. Analysis found two internal insulation abrasions at the proximal side of the svc shock coil. Two external abrasions were between the rv and svc shock coil. The ptfe coating was abraded at one of the areas. This abrasion was due to friction with another device. The svc shock coil and one of the exposed rv cables was melted. Multiple internal insulation abrasions were found under the rv and svc shock coils. Coating on one of the exposed re cables was abraded under the rv shock coil.